Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was seeing a surgeon about the catheter being kinked to the pump. The surgery date was march 13 and it appeared the ¿whole unit¿ would be replaced.